Event description:
A single 0.564 inch drill bit fractured within the left patella. Due to risk of patella fracture or damaging the patella tendon repair, it was left implanted in the patella. Screw appeared well fixed.